Event description:
The patient was seen in clinic shortly after undergoing a battery replacement and was seen to have high impedance. The patient has not experienced any recent trauma and the patient had x-rays performed. The x-ray image was received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feed thru were confirmed to be intact. There was only a chest view image received, and the patient&#(B)(6);s full neck region is not shown. Therefore, no assessment could be provided regarding strain relief and the lead being intact with no gross fractures, discontinuities or sharp angles. There was not a portion of the lead that appeared to be routed behind the generator. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Additional information later received noting that the patient underwent surgery and once the lead pin was reinserted fully the device was checked and high impedance was still seen. The generator was checked using a test resistor and the impedance was ok (~4000 ohms) ruling out a generator issue. The surgeon then took a more detailed inspected at the patient&#(B)(6);s lead and identified a small cut in the lead. It was then concluded that the impedance issue was due to the lead and the surgeon elected to perform a lead revision. The explanted lead was discarded and the surgeon noted that there was a small cut on the lead with visible human fluid inside. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.